Event description:
This lead was explanted due to the patient having afib and because the patient is a twiddler. The lead was not replaced. There were no adverse patient side effects reported due to the twiddler's syndrome. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.